Event description:
Allegedly revised due to noise.

Manufacturer narrative:
Conclusion: no conclusion can be drawn complaint reviewed and analysis showed no trend for (B)(4), lot no: 0808201923. Product not returned. (B)(4): evidence that product in specification when used, undetermined.

Manufacturer narrative:
(B)(4). (B)(6) is reporting on behalf of the manufacturer, (B)(4). The investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00248, 00249.